Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead was explanted due to high pacing thresholds. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted that 2 segments of lead were returned severed 19 cm from terminal pin; the lead tip is missing which appeared to have been ripped apart from lead body during explant. Set screw mark noted on terminal pin at correct location. Returned segments of lead passed continuity test.